Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. An endurant stent graft were implanted approximately four years later for an unknown reason. It was reported that the patient presented emergently with abdominal pain. A non-contrast CT was performed which showed the aneurysm was growing. The aneurysm is currently 70 mm in diameter. The physician took the patient to the operating room. Where an arteriogram was performed discovering a type iii endoleak, separation between the endurant cuff and the talent bifurcated stent graft. The physician then decided to implant an endurant 36 aui device and do a fem-fem bypass, resolving the endoleak the physician stated the aorta had remodeled which caused the separation of the cuff. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).